Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had a fiber optic sensor failure. There was no patient involvement.

Manufacturer narrative:
Updated fields - b4, g1 (contact person ¿ mfg site), g3, g6, h2, h3, h4, h6 ( type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) evaluated the unit and could not replicate the reported issue. The base unit and hospital cart did not have any physical damage. The fiber optics port where the fiber optics catheter plug is inserted into the instrument was not damaged. The fse removed the unit from hospital cart and removed base unit cover to inspect the fiber optic module. The module was properly seated into the back plane connector. Removed the module and cleaned the fiber optic lamp ferrule. Reinserted the module and rebooted the balloon in service mode. Performed a fiber optics module test several cycles with no issues. Verified that unit did not produce any faults on startup or in standby mode. Connected the test balloon catheter and fiber optics test module with patient simulator. Performed balloon therapy and verified that system would recognize the fiber optics module and zero calibration. Allowed the system to run for two hours on battery. Verified that the error log did record one instance of a fiber optics "fault 53 fos continuous but failed". However, the fse could not duplicate the error during testing. Verified unit calibrated and passes all functional and safety tests per factory specifications. Returned the unit to the customer.